Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic, one reading of low, out of range high voltage lead impedance. The lead tested fine electrically. The patient refused remote transmission. The patient will continue to be monitored.